Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had insulation breach due to cautery during device replacement. The lead was repaired and remains in service. No additional adverse patient effects were reported.